Event description:
It was reported that during a surgical procedure at 45,950 joules "equipment stopped firing after 9:56 minutes of use, showing a message of error of the fiber; equipment is restarted but does not recognize the fiber." The procedure was completed with an alternate procedure (rtu). "Patient discharged two days after surgery" as reported. No injury to the patient was reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; scratch marks and red octagon is erased; minimum cap wear was observed; no failure found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.